Event description:
Through follow-up the surgeon reported that the stent implantation was performed prior to cataract extraction. The hyphema was characterized as grade I (less than or equal to 1/3 anterior chamber vol.). Postoperatively, the surgeon performed anterior chamber paracentesis (acp) and the patient was prescribed glaucoma medications. In addition, the surgeon noted that the patient had some altered mental status, possibly from steroids over use, which resolved with decreased drops. The patent's recent status was reported as ¿doing well/improving, hyphema resolved with some persisting inflammation".

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Inflammation and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately states that cataract surgery with iol implantation should be performed first followed by implantation of the trabecular micro bypass stent. MFR# reference:(B)(4).

Manufacturer narrative:
Additional information: date of occurrence estimated as the actual date was not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the patient presented with significant hyphema, characterized as ¿over 1/8 of the anterior chamber (ac)¿ which fluctuated to ¿1/5 of the ac¿ on day-six postoperatively. Reportedly, the hyphema was associated with vision decrease. Following medical consult, it was reported that the hyphema lessened and the patient¿s iop was not an issue. The surgeon will continue with steroids and eye drops with anticipated resolution within 1-2 weeks. Possible other treatment options were discussed, and the surgeon will consider washout if there is no improvement. Additional information has been requested.